Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c2017160 of echo-hd-3-20-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. This file is related to pr (B)(4) which captures the failure of the needle to puncture because it did not advance out of the sheath. The device involved in the complaint was evaluated in the laboratory on 22 jun 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: stylet returned not inserted fully into device. Distal end of needle examined, and observed to be broke approx. 5.5cm from tip of the sheath (ipe of ruler used ipe0402). Mlla (luer lock) observed to be off centre. Sheath observed to be frayed and jagged below sheath extender. Stylet examined and no issue observed. Needle removed from device and needle break below sheath extender observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue but distal end of needle does not move. Stylet removed from device without issue. Clarification was requested of the customer on any additional procedures or secondary intervention carried out as there was contradictory information supplied in the patient outcome and patient/event info - notes fields. Reply received: "no secondary intervention was performed during the same procedure due to this occurrence. Doctor used another needle only to finish the procedure." Engineering input confirmed that the mlla/leur lock being found to be off-centre was a separate failure from the needle break and that the damage to the sheath and proximal needle break were cascading effects of the leur lock issue. An additional complaint (pr (B)(4)) has been opened to capture these failures. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2017160 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2017160. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle potentially getting damaged on removal of the device from the packaging or being damaged on insertion into the scope resulting in the distal end breaking. Additionally a possible root cause could be attributed to the distal part of the needle breaking due to the actual lesion being hard leading to the needle breaking. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle broke during the biopsy. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the needle potentially getting damaged on removal of the device from the packaging or being damaged on insertion into the scope resulting in the distal end breaking. Additionally a possible root cause could be attributed to the distal part of the needle breaking due to the actual lesion being hard leading to the needle breaking.

Event description:
Supplemental report being submitted due to the completion of the investigation on 12-sep-23.

Event description:
The needle broke during the biopsy.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The needle broke during the biopsy.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.